Manufacturer narrative:
Device evaluation: the pump was returned with the driveline cut approximately 7 inches from the pump housing. The severed portion of the driveline was also returned. Electrical continuity testing was performed and did not reveal any discontinuities or shorts. Breakdown of the metal shielding was identified approximately 8 inches from the pump housing and abrasion marks were present on all wires in this location. Visual inspection identified a breach in the orange wire insulation at this location, consistent with abrasion due to repetitive movement of the wire in this location. As a result of the insulation breach, the underlying conductors of the orange wire were exposed. The reported pump speed reductions and red heart alarms would have occurred as a result of the exposed conductors of the orange wire contacting the braided shielding while the device as supported by the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 2 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). Approximately 2 years and 1 month post-implant, during a routine check-up on (B)(6) 2016, review of the pump history showed two short pump stoppage events. The patient was admitted to the hospital. The next day the lvad system was connected to a grounded power module patient cable and another pump stoppage event occurred. A driveline short-to-shield was suspected. The patient reportedly requested to be discharged in order to take some important educational examinations; the patient's health care professionals approved the discharge with a non-grounded patient cable for use with the power module and an appointment to return to the hospital later in june. On (B)(6) 2016, the patient underwent a pump exchange due to driveline short-to-shield. No further information was provided. A final report will be submitted when the manufacturer's investigation is completed.